Event description:
The customer reported the system's display would flicker while taking an x-ray and the image was not clear. No pt injury was reported.

Manufacturer narrative:
No conclusion can be drawn as repair info is unavailable and no additional service info was provided.